Manufacturer narrative:
The pod was received with the soft cannula deployed. Inspection of the fluid path found a tear in the exposed portion of the soft cannula which resulted in fluid leaking from the fluid path. The exact timing and cause of this damage could not be determined. It could not be conclusively determined if this tear contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
The patient reported that their blood glucose levels reached 27 mmol/l (486 mg/dl) while wearing the pod less than an hour on their arm. Hyperglycemia treated with a new pod.